Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of not receiving a low alert when blood glucose was dropping. Customer received a meter bg now but did not calibrate. Customer's blood glucose was 39 mg/dl which was treated with food. Customer reported of not clearing alarm and not calibrating due to being new to insulin pump therapy. Customer was educated on proper calibration techniques. Customer's blood glucose at the time of call was 44 mg/dl and customer will continue to treat until blood glucose rise to 110 mg/dl.